Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use foreign matter was found in the syringe with a bd syringe s2 5ml 22ga 1-1/4in. The following information was provided by the initial reporter, translated from (B)(6) to english: a black foreign matter was found in the syringe during dispensing.